Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Subsequently, a minimum fill notification occurred after filling the cartridge with 120 units of insulin.  Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 240 mg/dl.